Event description:
Allegedly the neck broke without any kind of trauma.

Manufacturer narrative:
Investigation is not complete. Product will be returned by hospital. Trends will be evaluated. This report will be updated when the investigation is complete. This event took place in another country. This is the same event as 1043534-2009-00241, 00242.